Manufacturer narrative:
(B)(4). Batch # l91563. The analysis results for the el5ml device found that it was returned with the shaft bent. In addition, 1 malformed clip was returned with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the device internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. Possible causes for the damage of the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, sometimes failed to close jaw appropriately and make clips malformed (crossed). It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.